Event description:
It was reported that the attachment began overheating during a surgical procedure. The case was continued with another device. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The attachment was received at the manufacturer for evaluation, and the reported condition of the device overheating was confirmed. The device was disassembled, and corrosion and debris were found inside. Based on the investigation details, the failure of the attachment was most likely caused by corrosion and debris present on assembly components, including bearings. This was likely the result of inadequate cleaning by not following the instructions for use. The attachment was scrapped.